Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reappears, which the caller acknowledged.